Event description:
All information was reported to teleflex by the initial reporter identified in box e. It was reported the guidewire was frayed during insertion in the right internal jugular. The physician noted the wire insertion was difficult and felt stiff. She pulled it back after noting it did not feel right and saw that the coil had unwound in a section. The guidewire was removed in its entirety and the catheter was placed using another kit in the left internal jugular. No intervention was necessary other than getting a new kit. The patient was reported to be in critical condition prior to device use. It was reported the patient ultimately expired on (B)(6) 2023 unrelated to the guidewire issue and that possible causes of death were gi bleed, acute encephalopathy, acute hypoxic respiratory failure, non st elevation myocardial infarction, acute blood loss anemia, shock, acute kidney disease, metabolic acidosis, and acute hrref.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
All information in this box b.5 was reported to teleflex by the initial reporter identified in box e. It was reported the guidewire was frayed during insertion in the right internal jugular. The physician noted the wire insertion was difficult and felt stiff. She pulled it back after noting it did not feel right and saw that the coil had unwound in a section. The guidewire was removed in its entirety and the catheter was placed using another kit in the left internal jugular. No intervention was necessary other than getting a new kit. The patient was reported to be in critical condition prior to device use. It was reported the patient ultimately expired on (B)(6) 2023 unrelated to the guidewire issue and that possible causes of death were gi bleed, acute encephalopathy, acute hypoxic respiratory failure, non st elevation myocardial infarction, acute blood loss anemia, shock, acute kidney disease, metabolic acidosis, and acute hrref.